Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that after having a stent for glaucoma implanted in the eye, the patient experienced corneal endothelial reaction after the stent migrated out of position. The surgeon had to do a secondary procedure to reposition the stent which eventually moved out of position again. The surgeon stated that they had two options now, either reposition the stent again and try to advance it further but it was resistant to manipulation in the first attempt and required some force to do so, or to remove the stent. Currently the patient is on a steroid and an antibiotic drop every hour. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
It was identified the value was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).